Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump may be going bad, motor message and rewinds itself and causing blood glucose to be high. The customer blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated the insulin pump alarms contains more than one motor error alarm within the last 30 days. Customer stated the displacement test and manual prime were successful and motor alarm did not recur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.